Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that immediately after implanted an iol, it was found that a foreign material like a thick line adhered to the iol. The foreign material was scraped off and removed using the tip of ia or a hook. The surgery was completed without product replacement. The customer suspected that it was a coating on the cartridge. This defect has never happened so far, but it has occurred frequently these days. The cartridge that was actually used is not available because it was discarded. However, since the foreign material was taken out, the foreign material in the aqueous solution was available. There's no patient harm. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6 on initial MDR evaluation method code 10 was sent in error. This should have been 4116. Incomplete device returned. The used company cartridge was not returned. A small screw top vial with liquid was returned with an opened, empty company cartridge. The vial was sent to the lab without opening. The contents of the vial were visually and microscopically examined, and the presence of foreign material was observed. Microscopic examination showed a few clear fibers up to 1.5 mm in length. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be texwipe fibers (paper). Product history records were reviewed and documentation, indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. This is not a product used in the manufacturing process. The origin of the fiber cannot be determined. There is one similar complaint in the lot from this facility. Investigation has been completed, based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).